Event description:
A v.a.c. Therapy pt was reported to have a bleeding event. The pt had surgery for placement of a stsg on his thigh and v.a.c. Therapy was initiated in the or. After surgery, the pt was sent to hbo therapy where two hours later, it was noted that the pt had a significant bleed. The pt was immediately evaluated. Blood loss was estimated to be 1000cc, with 500cc in the canister and a clot under the dressing estimated at 500cc. The pt's hemoglobin was determined to be 8.4 g/dl post bleed. The pt was taken back to the or where an arteriole bleed was noted near the edge of the wound. The vessel was sutured and hemostasis was achieved. The stsg was removed, and the pt was kept in the hospital.

Manufacturer narrative:
Device was returned to kci service center and passed qc inspection for operating parameters. The doctor speculated to a kci rep that possibly a staple point punctured the arteriole and the application of negative pressure may have contributed to the bleeding. He further stated that v.a.c. Therapy did not cause the bleeding episode. Kci v.a.c. Therapy instructions for use and clinical guidelines warn against use v.a.c. Therapy for pt's without adequate hemostasis.